Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed no delivery during manual prime. The customer changed the infusion set. Customer performed troubleshooting and was able to resolve the alarm. Customer also reported that the motor made a strange sound. Customer's blood glucose reading was 42 mg/dl. The customer was informed of how to obtain a new insulin pump. Nothing was replaced or returned.